Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that pt underwent hip replacement in 2000. In 2008, it was discovered that the stem had fractured and pt was revised on the following day.